Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported green fluid on the white power connector strain relief due to damage to the white power cable outer jacket was confirmed with the evaluation of the returned system controller serial number (B)(4) (backup battery serial number (B)(4). The collected log file contained 256 events over approximately 679 days (from 12:40:12 to 14:34:37 on (B)(6) 2020, on (B)(6) 2021, then on (B)(6) 2021, on (B)(6) 2021, on (B)(6) 2021, on (B)(6) 2021, then on (B)(6) 2022 and (B)(6) 2022, per timestamps). Events captured on (B)(6) 2022 were recorded in the testing labs at abbott. The pump's fixed speed and low speed limit (lsl) were set to 5400 rpm and 5300 rpm, respectively. Between 12:40:12 and 14:33:58 on (B)(6) 2020, the pump could maintain speeds above the lsl while the driveline was connected. The driveline was disconnected on (B)(6) 2020 at 14:33:58, and the controller was shut off at 14:34:37. The event records from (B)(6) 2021 throughout (B)(6) 2022, the log file multiple power disconnections/reconnections; however, no pump operation /driveline reconnections were recorded during these events. Based on the events records, the returned controller was the patient's backup controller. No notable alarms were active throughout the log file. Visual inspection of the returned system controller revealed a tear in the insulation under strain relief of the white power cable. Although the root cause of the damage could not be conclusively determined, it appeared to be a result of handling, as the system controller was 5 years in clinical use. However, despite the observed damage, the controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables and power cable connectors for dirt, grease, or damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (IFU) under section 2 entitled ¿system operations¿ informs the user to ¿keep the system controller power cables dry and away from water or liquid¿ as it may cause the system to fail or serious electric shock. Section 7 entitled ¿frequently asked questions¿ explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Furthermore, subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and qa specifications. System controller serial number (B)(4) with lvas kit, hmiii (B)(4) were shipped to the customer on 19jul2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power cords had a green fluid near power connections and that the system controller was exchanged. Patient was stable as the time of the event.